Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis (fa). During investigation, fa noted damage to the endoscope optical components due to a missing distal window that resulted in fluid invasion. Further investigation also found the complete window missing.

Event description:
It was reported prior to starting a da vinci-assisted procedure the endoscope was found to be blurry. The user swapped to back-up scope and completed the procedure. There was no reported patient injury nor harm.